Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the surgeon was doing the anastomosis and attempted to bring the handle plastic to plastic, however the device would not close all the way and the staples did not form completely. The device did cut however, the donut did not form on one side it appeared to be tissue with no shape. Hand sewing was used to complete the procedure. The procedure was prolonged by an hour. The current status of the patient is unknown.

Manufacturer narrative:
(B)(4). Was the procedure done open/laparoscopically? Lapa. What device was used for the proximal (powered echelon) and distal transection? What color reload? Blue. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? Autosuture. How was the purse string placed, by hand or with an assist device? If an assist device was used, what product? Autosuture. Was the spike of the trocar inserted lateral or through the staple line? Lateral. What confirmation did the surgeon receive that the anvil was firmly attached? Asku. When the device was fired, where was the indicator within the green zone/gap setting scale? Within the green. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Asku. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Audible crunch heard however the grip did not come plastic to plastic. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected? Asku. Was there any difficulty removing the device from the tissue? No. What steps were taken to confirm successful anastomosis? Tissue was within the device however not in a donut formation. Did the operation change significantly as a result of the device issue? Prolonged 1hr due to over sewing, asku if post op care changed. What is the patient's age and sex? Asku. Did a hcp other than the primary surgeon fire the instrument? If so, whom? Resident fired, unknown if this is the first time the resident fired the device the analysis results found that the device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.